Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. The reported issue can be verified from the received logs. The device alarmed for "exhalation obstructed" due to defective expiratory valve assembly. Replacement of this part resolved the issue. This case is considered closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with exhalation obstructed during ventilation. Patient was transferred to a different hamilton-c1. No harm to the patient was reported.